Event description:
The customer reported via phone call indicating that the insulin pump had an lcd cracked. Customer's blood glucose was 119 mg/dl. The customer stated that the insulin pump was accidentally bumped. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd damage. Unit had battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window , cracked case at display window corner and stained end cap sticker.